Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of liver tissue on a laparoscopic hepatic segmentectomy, the stapler fired but had poor staple formation. The surgeon oversew the staple line to resolved the issue. Another handle was used to complete the case.